Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage and migration occurred. The de novo eccentric lesion measuring 2.5 to 3mm in diameter and 50mm in length was located at the bifurcation of a severely calcified and mildly tortuous left anterior descending artery (lad) and the diagonal artery which contained a bend of between 45 and 90 degrees. Vascular access was radial. A rotablator was used successfully in the lad. The lad and diagonal artery were both predilated with an unknown balloon. A 2.25x20mm promus element drug eluting stent was deployed in the distal lad. A 2.5x24mm promus element drug eluting stent was then deployed in the diagonal artery. Lastly, a 2.75x38mm promus element drug eluting stent was then deployed in the mid to proximal lad using a mini-crush technique to the diagonal artery. All stents were post-dilated utilizing a kissing balloon technique. The physician attempted to post-dilate the 2.75x38mm promus element drug eluting stent a second time with a 3.5x8mm quantum maverick balloon, but the balloon would not cross the placed stent. Under angio, the physician noted that the proximal edge of the 2.75x38mm promus element drug eluting stent appeared to have two "black dots" and appeared to be "nipped or crushed down" and may have migrated slightly in the artery. The physician has requested that the patient return in a few weeks for follow-up to assess the apposition of the stents using ivus. No further patient injuries or complications occurred. Patient status is listed as "stable."